Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became unable to successfully communicate with her external devices due to being inoperable. As a result, the physician explanted the patient¿s entire system.